Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The alarm could not be cleared from the pump; the pump could not be re-started. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report source update: foreign consumer

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-aug-2019 with the following findings: a review of the pump¿s black box and alarm history showed cs 078 call service alarm. During testing, the pump was powered on and was exercised for 12 hours on a 1 unit per hour basal rate with no call service alarms occurring. The complaint of a cs 078 call service alarm issue was shown in the history but was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Moisture was found in the battery compartment. Leak testing revealed a battery compartment leak. Moisture was also observed on all internal components of the pump: on the display and on all boards. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.